Event description:
Patient was revised due to instability/dislocation; poly wear was present.

Manufacturer narrative:
Examination of the returned items finds nothing unusual of note to indicate product error regarding the report. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the femoral head product code has been inactive/obsolete since june of 2003. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.